Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and videos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure by using a rotarex device to treat in stent restenosis (isr) combined with chronic thrombosis in the left superficial femoral artery stent. It was reported that during the procedure abnormal sounds were noted in the mid to lower segment of the superficial femoral artery stent and the device allegedly failed to rotate. After withdrawal and external flushing no blood flow was observed through the device. Attempts to reactivate rotation were unsuccessful and the head spring was found to have detached rendering the device unusable. The procedure was subsequently completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure by using a rotarex device to treat in stent restenosis (isr) combined with chronic thrombosis in the left superficial femoral artery stent. It was reported that during the procedure abnormal sounds were noted in the mid to lower segment of the superficial femoral artery stent and the device allegedly failed to rotate. After withdrawal and external flushing no blood flow was observed through the device. Attempts to reactivate rotation were unsuccessful and the head spring was found to have detached rendering the device unusable. The procedure was subsequently completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided images / video contain information regarding catheter mechanical jam. After review of the provided images / video helix break was observed. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.